Manufacturer narrative:
The cobas c 503 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable triglycerides results from the cobas c 503 analytical unit. Sample 1's initial result was 448 mg/dl, the first repeat result was 165 mg/dl, and the second repeat result was 163 mg/dl. Sample 2's initial result on (B)(6) 2025 was 566 mg/dl, the first repeat result was 79.2 mg/dl. The repeat results were consistent with the sample's lipid profile and the patient's medical history. The questionable results were not released outside of the laboratory. It is unclear whether or not the 2 samples are from the same patient.

Manufacturer narrative:
It was confirmed that the results provided were for two patients. A general reagent problem is not present as the calibration and qc were passing before the event. A field service engineer (fse) determined that the instrument was working properly. The investigation determined that there was no product issue.